Event description:
Event description guidant received information that immediately following implant, the non guidant high voltage lead displayed impedance that were elevated and out-of-range. The physician was unable to reproduce noise on the shocking channel due to pocket pain from the implant procedure.